Event description:
It is reported that the pt's hip dislocated. A closed reduction was performed.

Manufacturer narrative:
Evaluation summary: no product has been returned for review as the pt has not been revised. The pt has a bmi of approximately (B)(6) from the height and weight provided; a bmi of greater than 30 is considered obese. Office visit notes 5 days after the pt dislocated note that the pt was placed in a knee immobilizer after the closed reduction, and that the pt came into the office not wearing his knee immobilizer. Post-operative rehabilitation protocol is unknown and pt adherence thereto is unknown. It is also unknown if the pt suffered an unreported traumatic event. Cause cannot be definitively determined. Review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.